Manufacturer narrative:
Based on the claim against the product by the customer noting arm2 delayed response, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce any issues. All operational tests passed. The system was tested and verified as ready for use. The complaint regarding arm2 delayed response was not confirmed based on the field evaluation. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to open after the start of the procedure. The procedure was completed as an open procedure with no further issues noted.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called technical support engineer (tse) and reported that arm 2 had delayed responses, this issue happened with multiple instruments. Prior to calling, the customer converted the procedure to open. The tse reviewed live logs, and there were no relevant errors. Customer stated that they wanted to troubleshoot issue, and the customer set system up away from the patient, and there were no issues. Customer was completing this case as an open procedure, but will use the system for the next case. Tse suggested customer call back for troubleshooting if issue returns. The procedure was converted to open surgery and completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.